Event description:
Cath lab staff opened medline sterile cardiac cath pack and found flies and hair in them. None of the items ever reached any patients. Item #dynj48731, lot #15bb0453. Medline notified.